Event description:
It was reported that both the atrial and ventricular leads had noise due to subclavian crush. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2010; c4tr01 implantable pulse generator (B)(6) 2012; 4396 implantable pacing lead (B)(6) 2012. (B)(4).